Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no product was returned for investigation. A world wide complaint search on the product code did identify similar complaints received previously. The root cause for this failure mode has been investigated as part of CAPA-003973 and determined to be "incorrect geometry and material selection for load application". See the CAPA for more information related to the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the tibial impactor (p/n: 254401017) was broken during the tka surgery on (B)(6) 2019. The femoral impactor became unsterilized condition when the surgeon attempted to insert the femoral component, so the surgeon used the tibial impactor instead of the femoral impactor, and the spring of the handle of the tibial impactor came off when the surgeon struck the femoral component. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. No further information is available.